Manufacturer narrative:
D3: corrected. H6:evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was unable to be confirmed. The visual inspection found that the downstream occlusion (dso) sensor seal had some delamination. The dso seal was replaced, and the device then passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the downstream occlusion test. There was no patient involvement.